Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Two radiographs taken on an unknown date were provided for analysis with (B)(4): one anteroposterior and one mediolateral. The right knee implant components appear adequately sized and positioned. In the mediolateral x-ray, third body debris is visible in the posterior joint space. This could be a bone fragment or bone cement that was not removed during surgery, which may have articulated with the bearing surfaces and contributed to the reported pain and instability. With a height of 1.83 m and a weight of (B)(6) only post-op time point for which scores were provided), the patient presented excellent kss scores, as well as an oxford knee score of 37, which seem to indicate good implant performance. An adverse event, described as 'severe pain constantly with some instability', was reported. It is not possible to determine the root cause of the reported adverse event with the available information device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial right knee arthroplasty. Subsequently, the patient experienced severe pain constantly with some instability.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: remains implanted. Concomitant medical products: medical product: oxf twin-peg cmntd fem md PMA em med catalog #: 161469 lot #: 937090, medical product: oxf anat brg rt md size 4 PMA med sz 4 catalog #: 159576 lot #: 784790. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00615, 3002806535-2019-00616, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial right knee arthroplasty. Subsequently, the patient experienced severe pain constantly with some instability.